Manufacturer narrative:
The below report was received by health authority ansm (reference number: (b))(4)) on 10-feb-2023. The most recent information was received on 23-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("very severe pelvic pain at different times in the cycle") in an adult female patient who had essure inserted (lot no. B72578). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lumbar pain at different times in the cycle"), arthralgia ("pain in the hips and fingers"), ear infection ("otitis"), tachycardia ("tachycardia") and fatigue ("constant fatigue"). An unknown time later she experienced dysmenorrhoea ("very painful haemorrhagic periods"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, back pain, arthralgia, ear infection, tachycardia, fatigue or dysmenorrhoea. The reporter commented: actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Lot number:b72578 production date~2013-09-25~expiration date~2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-feb-2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 10-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("very severe pelvic pain at different times in the cycle") in an adult female patient who had essure inserted (lot no. B72578). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lumbar pain at different times in the cycle"), arthralgia ("pain in the hips and fingers"), ear infection ("otitis"), tachycardia ("tachycardia") and fatigue ("constant fatigue"). An unknown time later she experienced dysmenorrhoea ("very painful haemorrhagic periods"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, back pain, arthralgia, ear infection, tachycardia, fatigue or dysmenorrhoea. The reporter commented: actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.